Event description:
It was reported that the zimmer skin graft mesher pulls skin back through the unit instead of staying on carrier. Despite multiple f/u attempts with the customer, no additional info was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device is 10 yrs old and was last returned to the MFR for repair on (B)(4) 2012. Investigation of the device verified the comb to be damaged and the shoulder bolts were worn. Prior to repair the unit was out of calibration on the left and right sides. The device was repaired with a new cutter and shoulder bolts. No cutters were sent with the unit for eval. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. The device was serviced and returned to the customer.